Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and competitor right atrial (ra) lead exhibited a signal artifact monitoring (sam) episode which revealed a high out-of-range pacing lead impedance measurements greater than 3000 ohms. It was noted that another high out-of-range pacing lead impedance measurement occurred that triggered a lead safety switch (lss). The noise observed on the electrogram (egm) is suspected myopotential. Boston scientific technical services reviewed the data and provided troubleshooting steps and programming options. The device remains in service and is listed on the most recent minute ventilation signal oversensing advisory. No adverse patient effects were reported.